Event description:
Journal reference: holzer b. Rosen hr, zaglmaier w. Et al. Sacral nerve stimulation in patients after rectal resection-preliminary report j. Gastrointest surg 2008; 12(5):921-925. Sacral nerve stimulation is a widely accepted therapeutic option for neurogenic fecal incontinence. More recently, case reports showed a positive effect of sacral nerve stimulation in patients with fecal incontinence following low anterior resection. The purpose of this study was to gain more information for this selected indication for sacral nerve stimulation through a nationwide survey. Data on seven patients were available for review. All seven patients reported a marked reduction of episodes of incontinence during the observation period and received a permanent stimulation system. Reportable event: one patient needed an explant of the pulse generator due to infection one month after the implant procedure. He was successfully reimplanted 3 months later after resolution of the infectious situation.